Event description:
A malfunction alarm with malf 9 code was reported, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer did not report or reset the pump for this malfunction within the last 24 hours. Technical support provided pump reset information and assisted with resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if the issue happens again, which they acknowledged and understood.